Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services plugged the baton into a test monitor, powered it on and the image quality was good. The cable was flexed and the image remained good. They were unable to verify intermittent image. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, the baton lost the image when it was flexed. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.